Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not have correct display screen. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they turned off the insulin pump, they took battery out removed and the on next morning they got everything ready, however insulin pump was not working. Customer stated that the insulin pump shows nothing, however it was delivering the insulin. Customer also stated that there was blood at site. Customer declined for troubleshooting. Customer was able to successfully connect devices. The insulin pump will not be returned for analysis.